Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hadn't been able to turn their ins on since implant so MRI mode couldn't be accessed. No symptoms or further complications reported.